Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the hcp believed that the device had quit working because the patient had a return of pain and the device wouldn't take a charge. The hcp declined any troubleshooting on the phone. A representative had been paged to go to the nursing home.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins was not able to recharge. The patient stated that the implanted battery was dead. Patient was seeing a reposition antenna screen. Patient also mentioned that the battery had been moving around internally since being implanted. Patient noted that it had been working for him, he would just have to find it when trying to recharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.